Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead exhibited undersensing and may need revision to get good ddd pacing performance. For the past couple of years was aair at 75 bpm. Today noticed a 2 to 1 block at aai 120 bpm. Rv came through at 60 bpm.